Event description:
The customer reported that the bedside monitor and its mounting fell into the pt's bed. The bed was empty and no pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the bedside monitor and its mounting fell into the pt's bed. The bed was empty and no pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.